Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and evidence of moisture ingress was observed within. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/06/2015 with the following findings: evidence of moisture ingress was observed on the inside of the battery compartment: the reported issue was confirmed. The battery compartment was observed to be cracked from the threads to the case seal; this device failure indirectly caused the reported issue. The pump failed a leak test due to the aforementioned battery compartment damage; this device failure directly caused the reported issue. The pump case was removed, and no further evidence of internal damage or defect was found. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Blood glucose greater than 250 mg/dl, but less than 500 mg/dl and with no identifiable symptoms, was reported in relation to this complaint; this scenario does not meet the criteria of an adverse event as defined by animas.